Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The customer requested to return to the suspect device to vyaire on march 01, 2016 for evaluation with no reported complaint. The device was not received and no further information was provided until (B)(6) 2017. The customer provided additional information regarding the issue and stated that it had occurred on (B)(6) 2007. No further information has been provided by the customer but additional information has been requested to clarify the customer's reported date of occurrence. At this time, the suspect component is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator powered up with the reset message. The device then shut off. The clinician left the device shut off for 10 minutes and then repowered it back on. The device alarmed hw fault 21 both audibly and visually. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue of ¿during setup the revel powered up with the reset message. The vent then shut off.¿ the device powered on and booted up with no issues. During testing and evaluations, no abnormalities of reported issue were found. The service technician was able to verify the "hardware fault 21" alarm condition. Bench testing determined that a malfunctioning pc5 ultra capacitor located on the hybrid board was out of specifications. This is causing the device to alarm for ¿hardware fault 21¿ alarm conditions. The hybrid board was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.